Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had critical pump error along with multiple device errors. Customer¿s blood glucose was unknown. Troubleshooting was performed for insulin pump errors and the issues were not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for the analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm .problem isolated to force sensor. Unable to confirm motor safety circuit failed test. Or this alarm is generated when a power failure is detected. Alarms due to critical pump error alarm.